Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the hrm task and did not grant motor power in a reasonable time(pump error 82) 2 times. Troubleshooting was performed. The customer was able to successfully clear the alarm, able to complete the rewind the customer performed the displacement tests, and the pump was successfully completed. The alarm that occurred was basal delivery. The customer has assisted the customer with performing a self-test and the pump passed the test. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 82 alarm noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Successfully downloaded history files and traces using thump software. Pump error 82 alarmed on (B)(6) 2023 at 17:38:36.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4) and esf (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.